Event description:
The contralateral pull wire became caught on the hooks of the superior attachment system upon jacket retraction, but was resolved. Upon pulling out a pigtail catheter, the contrlateral limb was prematurely deployed into the common iliac artery. A retro-peritoneal cut-down was performed and the contralateral limb was sewn into the common iliac artery.